Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. All labels were still intact. / no physical damaged was found on the device. As a result of checking the log, it confirmed that there was a record of the high-pressure alarm occurred continuously after power on, during priming or operation pump between august 13 and december 15, 2022. It could not confirm the customer reported issue. The downstream sensor was within specification. Product is beyond 2 years from manufacture date of 2020-06 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Preventively, replaced the downstream, and upstream sensor re-calibration.

Event description:
It was reported the pump alarmed high pressure. No additional information is available.